Event description:
This lv lead was implanted on (B)(6) 2006. A call to technical services on 11/14/11 states that impedances are normal. Programmed to vvi. Cannot get any sensing on lv lead. Ts asked what the lv lead sense configuration is programmed to and caller states it is off. Ts states with this configuration, will not be able to run this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).